Event description:
Report received of an overdelivery of morphine due to operator error. The pump was programmed to deliver 1mg/ml of morphine; however, a 5mg/ml vial of morphine was used. The pump settings could not be recalled, except for the continuous rate of 1.5mg. The pca dose was not specified. The morphine was hung at 6:30pm in 2002. It was reported that at 7:30am the following morning, the nurse was trying to ambulate the patient, and observed that the patient was unsteady on their feet. The patient "acted like they were drunk, groggy, and off balance". The patient's vital signs and oxygen saturation were reported as "fine". At this time, it was noted that the actual morphine concentration was 5mg/ml and not the programmed 1mg/ml. The patient reportedly received 240mg of morphine in 13 hours. The morphine was discontinued and the patient's doctor notified. The patient was given an unspecified dose of narcan IV push, and reportedly did not respond. A narcan drip was then initiated. The patient was transferred to the intensive care unit. At 1:30pm, the narcan drip was discontinued. The patient remained in the ICU until the following morning. Though requested, there was no further information available.